Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer inquired via phone call about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was 191 mg/dl. The device will be returned for analysis.